Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A photo and sample was returned for evaluation however the reported issue was not observed. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the safety mechanism is not activating appropriately. The needle is bending and there is a small hole the needle can poke out of.